Event description:
Customer reported an issue with the dpm 6/7 monitor's gas module which may affect gas monitoring. No patient injury was reported.

Manufacturer narrative:
Device was returned to the company for analysis.